Event description:
During a ptca/stent procedure to treat an acute myocardial infarction (ami), as the stent delivery system (sds) was deployed at 14 atm, a major linear dissection occurred distal to the stent and a vessel closure occurred. Another stent was deployed distally, resulting in a widely patent rca with timi3.